Event description:
The customer reported that a spacelabs ultraview sl2400 monitor failed to alarm for spo2. The staff immediately removed the device from use and provided to their biomedical engineering team for testing. The biomedical engineer found that no alarms were working when connected to their simulator. Due to the delay in the report, no retrospective patient information was available for evaluation. The customer stated they were going to send the device to spacelabs healthcare for additional investigation. At this time the device has not been received. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.